Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) revealed a battery status of end of life (eol) that had been declared on (B)(6) 2011; however, at the previous follow up visit on (B)(6) 2011 that battery status was at beginning of life (bol). Furthermore, a review of the device memory noted different recorded events of MRI noise with therapy diverted (6 episodes), all of them dated (B)(6) 2011. On that date, the patient underwent a cranial MRI exam for suspected tia. It had been ignored that he was a patient with an ICD. The device correctly recognized the noise and diverted therapy appropriately. The leads system appeared to be properly working with normal pacing and shock impedance. A fault code had been generated at the time of the MRI; however, it could not be recalled from the device memory. The device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Device memory was reviewed and it was confirmed the device had recorded several charge times in excess of 45 seconds on (B)(6)-2011. This device behavior is consistent with being left in monitor + therapy mode during exposure to magnetic resonance imaging (MRI) fields. The strong magnetic field emitted during MRI exposure can result in oversensing and attempts to charge to deliver therapy. However, also due to the strong magnetic field, the charge cannot be completed and can result in a charge timeout fault. Once the magnetic field is removed, the charge circuitry functions normally. An automatic capacitor reformation completed on (B)(6)-2011 resulted in a charge time of 12.8 seconds. Memory also revealed that on (B)(6)-2011, a manual capacitor reformation was completed and a "charge time out" fault resulted. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.